Event description:
The customer reported that a death occurred while a pt was being monitored by a philips fetal monitor.

Manufacturer narrative:
The customer reported that a death occurred while a pt was being monitored by a philips fetal monitor. The customer reported that the fetal monitor had given the baby's heart rate between 140 and 160bpm and then a range between 80bpm and 175bpm. Even when the baby was taken out of his mother, the monitor continued to show a rate of 140bpm whereas the baby was delivered stillborn. The available info is fully consistent with the clinicians monitoring the mother instead of the fetus. The available info is not sufficient to support that the use of the monitor was a factor in the stillbirth. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).